Event description:
It was reported that the bd vacutainer® edta 2k had black spots (foreign matter) in 3 tubes. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd japan received nine (9) samples and four (4) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) in the tube was observed. Fm was embedded in the sidewall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4 device available for eval: yes. D.4. Manufacturer on : 20-feb-2024. H.6. Investigation summary: bd received nine (9) samples and four (4) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) in the tube and cap was observed. Fm was embedded in the sidewall of the tube and the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® edta 2k had black spots (foreign matter) in 3 tubes. There was no report of patient impact.